Event description:
This report is to advise of an event observed during analysis confirming fractured tip

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging. This was determined to be design related.